Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Customer's blood glucose level ranged from 60 mg/dl to 75 mg/dl.